Event description:
The user received an erroneous ammonia result for one patient sample. The initial result at 10:56 am was 404 umol per l and was reported to the floor. The patient was redrawn about 10 hours later on 9-1-09 and that sample gave an ammonia result of 11 umol per l. The user contacted and alerted the patient's physician to this result and a third sample was drawn to verify the results. The third sample was drawn in 2009 and gave a result of less than 10 umol per l. Also at 19:50 pm, the original sample was pulled from the refrigerator and retested with result of 62 umol per l. All samples were in bd 13 mm x 75 mm lavender edta tubes that were drawn and transported with ice. The patient was admitted to the hospital, treated and counseled with respect to metabolic disease based on the initial reported result. The physician indicated to the user that the patient received "a couple of medications" that would not have been administered absent the erroneous result. The physician stated there were no adverse clinical effects to the patient as a result of the treatment. The current condition of the patient was given as "okay". The user stated other information about the patient including the names of the medications, was not available to the laboratory. The user stated the sample could have been spun two different ways, but was most likely spun using the stat spin centrifuge. Product labeling states "tubes should be filled completely and kept tightly stoppered at all items. Place immediately on ice and centrifuge, preferably at 4 degrees c. Perform analysis within 20 to 30 minutes of venipuncture or freeze separated plasma immediately."

Manufacturer narrative:
The field service rep could not determine a cause. He verified proper internal and external rinse of the sample and reagent probes. He checked for proper alignment of all the probes and the rinse mechanism. To verify the analyzer operation, he ran a precision study with all results within specifications.